Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test and displayed a "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
He device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a damaged trace on a transformer on the pace/defib engine board. The pace/defib engine board was replaced to resolve the report. The board was scrapped after testing. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.